Event description:
Upon opening an iupc for intrauterine placement, md noted a clear plastic, removable sheath around the tip of the catheter. Unit lot # was 1081560. We had recently been assured that lot #s greater than, or equal to 1081310 would not have this sheath. All our stock had been switched out accordingly.